Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d314trg implantable cardioverter defibrillator 2013-(B)(6); 694965, implantable tachy lead, 2004-(B)(6); 5076-52, implantable pacing lead, 2004-(B)(6). (B)(4).

Event description:
It was reported that the patient came to the emergency room due to passing out. It was noted that two week's before during the patient's device changeout procedure, the physician swapped the left ventricular (lv) lead and the right ventricular (rv) pace/sense lead so that the lv lead was in the rv port and the rv pace/sense lead was in the lv port. Noise and oversensing was noted on the lv lead. The noise was reproduced when the patient hugged themself. The device was reprogrammed to lv tip to rv coil and there was no oversensing or inhibition to pacing. During a subsequent visit, the patient was noted to still be experiencing dizziness. The system remains in use. No further patient complications have been reported as a result of this event.